Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 41 (file ID=121 line ID=713) and 43 (file ID=121 line ID=713) alarms were found on (B)(6) 2024 08:45:35.000 due to motor voltage regulator. Per software engineering log investigation, it was determine that pump error 41 and 43 were the cause of ipc problems. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Moisture damage noted to electronic components after inspection. Force sensor zero offset within spec (23.8mv). Isolate to electronic assemblies. Unit received with cracked case on battery side, cracked case on battery tube, scratched case, stained keypad overlay, cracked keypad overlay, and pillowing keypad overlay. In conclusion unit came in with critical pump error alarm trigged by pump error 41, 43. Isolate to electronic assemblies. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, pump error 41. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was able to clear the error and pump passed displacement test. No harm requiring medical intervention was reported. Mmt-1880 was requested and the device was returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer experienced pump error 43 and pump error 41 issue with the motor. Insulin delivery has temporarily stopped to ensure customer safety. The customer will discontinue to use the device.